Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: visual inspection revealed that the battery compartment was cracked and there was moisture in the battery compartment. Leak testing revealed a leak at the battery compartment. The pump casing was removed and there was no further evidence of moisture in the pump.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and there was moisture in the battery compartment. This report is made based on results of investigation completed on 08/13/2015.